Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, lens explanted and shorter lens implanted. Conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+2.5/093 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The lens was returned in a micro centrifuge vial with moisture on the lens. There was residue on product. Visual inspection found the haptic torn and foreign material on lens surface (residue on product). (B)(4).